Manufacturer narrative:
The pump alarmed motor error alarmed during basic occlusion test due to faulty force sensor system. The pump was unable to perform occlusion, prime, and the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. The pump was received with minor scratched display window, cracked case at display window corners, cracked pump belt clip slot and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 101 mg/dl. The customer stated that her pump alarmed motor error several times. The customer stated that she also received a low reservoir alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.